Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00321. The field service representative (fsr) replaced the suspect ccm with a loaner ccm. All functions tested satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During laboratory evaluation the complaint was duplicated. The product surveillance technician (pst) observed black screen after boot process. Evaluation revealed power cable to liquid crystal display (lcd) backlight invertor at invertor end to be slightly disengaged. Ensuring a proper robust connection by disconnecting and reconnecting connector at invertor end restored ccm¿s proper functionality. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen went black for a few seconds, then came back on by itself. The system did not reboot, just the screen went black. When the screen came back on, the perfusion screen was showing as it was before the screen went black. The device was not changed out, as they used the ccm as is. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the perfusionist (ccp), during cpb, the ccm blacked out. The ccm function and display returned within a few seconds. He stated that all pumps continued to function and would have been able to be controlled and monitored with the local displays, therefore they continued to use the ccm for the remainder of the case. The ccp mentioned that this same black out occurred during set-up for another case on a different day, but was changed out in that instance (refer to emdr #1828100-2016-00321). There was no impact to the patient in either case. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.